Event description:
The facility contacted baxter (B)(4) to relay a report from the ambulatory care department. It was reported that a clearlink secondary medication set was observed to have "fluid backflowing into the secondary medication bag - in this case chemo". The reporter did go through a variety of trouble shooting with ambulatory care. However, the fluid was actually being pumped into the secondary bag and this wasn't discovered until someone looked at the bag and it was reported to be bulging. The reporter noted that the pump that was in use "continued to run"; the pump did not alarm. This malfunction was identified during infusion. There was a patient involved but there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the sample is not available for evaluation; therefore, the reported condition could not be confirmed or duplicated and an assignable cause could not be determined. Should additional information become available a follow up medwatch will be submitted. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided.